Event description:
Customer stated she was unable to view her readings in the memory of the contour next. No adverse event was alleged. The advocate was advised to return the meter for investigation. A new one was sent to the customer.